Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels (lowest of 40 to 45 (mg/dl) and highest of 400-500 (mg/dl) throughout the day since beginning usage of the pump. The customer disconnected the pump from the infusion site to address low bg level, and a bolus/manual injection was delivered/administered to address rising bg level. Reportedly, the customer alleged the cause of rising bg level was due to the pump not delivering fast enough. Recommendation was made to consult with healthcare provider regarding adjusting the pump settings. The customer acknowledged the information.